Manufacturer narrative:
Siemens continues to investigate this issue and is working to obtain additional information from the customer. The specimen collection and handling section of the instructions for use states: " serum, edta plasma, lithium or sodium heparinized plasma are the recommended sample types for this assay. Do not use specimens with obvious microbial contamination. The performance of the advia centaur hcv assay has not been established with cord blood, neonatal specimens, cadaver specimens, heat-inactivated specimens, or body fluids other than serum or plasma such as saliva, urine, amniotic, or pleural fluids. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi),10 and augmented with additional sample handling studies using the advia centaur hcv assay: · handle all samples as if capable of transmitting disease. · samples are processed by centrifugation, typically followed by physical separation of the serum or plasma from the red cells. The centrifugation step may occur up to 24 hours post draw. When testing 10 samples where the centrifugation step was varied up to 24 hours post draw, no clinically significant differences were observed. · test samples as soon as possible after collecting. Store samples at 2-8°c if not tested immediately. · store samples stoppered and upright at all times at 2-8°c up to 7 days. · store primary tube samples at 2-8°c up to 7 days. Keep samples stoppered and upright at all times. Primary tube samples include serum stored on the clot, plasma stored on packed red cells, and samples processed and stored in gel barrier blood collection tubes. When 10 samples in these primary tubes were tested up to 7 days, no clinically significant differences were observed. · freeze samples, devoid of red blood cells, at or below -20°c for longer storage. Do not store in a frost-free freezer. When 10 samples were subject to 4 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed samples and centrifuge before using. · package and label samples for shipment in compliance with applicable federal and international regulations covering the transport of clinical samples and etiological agents. Samples maintained at room temperature up to 2 days or refrigerated up to 7 days demonstrated no qualitative differences. Store samples stoppered and upright at 2-8°c upon arrival. If shipment is expected to exceed 7 days, ship specimens frozen. The purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs." The limitations section of the instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
The customer reported duplicate (B)(6) results with the advia centaur cp hepatitis c virus (ahcv) assay which were (B)(6) by a third party assay. There are no reports that treatment was altered or prescribed or alternate health consequences due to the initial (B)(6) advia centaur cp hcv result.

Manufacturer narrative:
MDR 1219913-2018-00099 was filed reporting duplicate negative results with the advia centaur cp hepatitis c virus (ahcv) assay which were positive by a third party method. MDR 1219913-2018-00099 supplemental 1 was filed on (B)(6) 2018 with additional information. (B)(6) 2018 - additional information siemens ordered 50 pcr reactive samples and tested them on the advia centaur cp and on an alternate method. Data analysis is in process. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2018-00099 was filed reporting duplicate negative results with the advia centaur cp hepatitis c virus (ahcv) assay which were positive by a third party method. March 28, 2018 - additional information the customer service engineer performed a system inspection and could find no system issues. The event log files were provided for review. While log files are not generally helpful in identifying discordant results, they may be helpful to identify system issues related that may have occurred during the time period of a discordant result. Siemens found messages reporting several instances of "rlu beyond threshold" that occurred in july and one instance that occurred in november of 2017. This message is reported when the relative light units (rlu) for a test result are below the expected low rlu for the assay. The incident that occurred to trigger this message could have been the result of sample non-dispense or it could have been the result of other causes such as acid base quality or non-dispense or poor magnet performance during the wash process. No other information was identified in this review. The customer sent 19 samples to siemens to test. Attachment 1 (MDR 1219913-2018-00099 supplemental 1.xlsx) contains the results of siemens testing on the advia centaur cp as well as the customer's results on the advia centaur cp and two alternate methods. Siemens replicated the negative results observed by the customer. Siemens continues to investigate. - attachment: [MDR 1219913-2018-00099 supplemental 1.xls].

Manufacturer narrative:
MDR 1219913-2018-00099 was filed reporting duplicate negative results with the advia centaur cp hepatitis c virus (ahcv) assay which were positive by a third party method. MDR 1219913-2018-00099 supplemental 1 was filed on march 28, 2018 with additional information and MDR 1219913-2018-00099 supplemental 2 was filed on may 18, 2018 with additional information. July 30, 2018 - additional information: siemens ordered 50 pcr reactive samples and tested them on the advia centaur cp hcv assay and on an alternate method. All samples were positive on the advia centaur cp ahcv as well as the alternate method. Additionally, the customer sent 47 samples to siemens for testing. 45 samples compared favorably between the advia centaur cp hcv assay and either one of two alternate methods. There was not enough sample volume of the two discordant samples for rna testing. These results indicate that the assay is performing within expectations.